Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer completed the load process and the issue resolved. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.